Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/29/2012 and has no repair history at zimmer surgical. Evaluation of the device revealed that the back pin to the ratchet was missing, allowing the ratchet gear to pop out of the ratchet. It was also observed that the comb was bent and there was damage to the roller of the device. Prior to repair, the device produced an acceptable test mesh but was outside calibration specification on the left and right side. Customer returned three cutters for evaluation and minor nicks were observed on all three cutters. All cutters produced an acceptable test mesh. The damage to the device and lack of calibration most likely caused the customer's reported event. Improper handling by the user most likely caused the damage to the device and lack of calibration. The device was serviced and returned.

Event description:
It was reported that the zimmer skin graft mesher was not meshing correctly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.